Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the sample and photograph submitted for evaluation. Bd received one photo and one 18gx1.16in insyte autoguard unit from lot number 3198978. Inspection of the photo shows two catheters where one unit has blood indicating used and the other does not have any noticeable media. The catheter with blood appears to be the returned unit as it has a physical damage like the one on the returned, though the blood media is no longer present. A gross visual inspection of the returned unit shows a catheter that has a damaged tip. The reported issue was confirmed. No other components were returned. The observed damage is consistent with spear through or the needle piercing through the catheter wall near the tip. As the unit is observed to have been used, it is unlikely that the damage occurred during manufacturing. Had the defect occurred during manufacturing, the condition of the catheter and needle would render the device unusable. However a root cause could not be determined. It is likely that the needle and catheter were inserted far enough to access the vessel, after which the needle was retracted and reinserted to puncture the catheter. The IFU(instructions for use) indicates that if the needle is partially or completely withdrawn from the catheter tubing during insertion, do not re-insert the needle into the catheter tubing as damage may occur. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that bd insyte autog bc is missing a portion of its tip. The following information was provided by the initial reporter: clinician felt resistance during insertion of device. Inspection found a portion of the tip was missing. Please see attached photo with a comparison to an unused catheter. Response received on 17-oct-2023: 1. Please provide the quantity of defective device. 1 ea. 2. What was the patient outcome? Used a different device for procedure. 3. Was there any adverse vent or serious injury involved? N/a. 4. What type of procedure was being performed? IV catheterization. 5. Was the procedure completed as planned? Yes, with another device. 6. How was the issue was resolved? Used a different device for procedure.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.